Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the depleted battery. Based on the reported issueand the the AED approaching the end of it's 10 year design life, the customer was advised to remove the AED from service.

Event description:
An international distributor reported that their customer's AED's battery was depleted; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.